Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a sapien 3 ultra valve in the aortic position, as the initial 23mm s3u commander delivery system was being advanced through the 14f esheath+, the safari wire was pulled from the left ventricle. The 23mm s3u system was removed, new system was prepped, safari wire was repositioned and the new 23mms3u was delivered. The patient was reported as fine. The indication for the procedure was stenos is. The initial reporter did not allege that any ew devices were deficient in some way. The perceived root cause for "the safari wire was pulled from the left ventricle" was due to manual manipulation of the os to advance thru tortuosity. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).